Event description:
During a follow-up exam, the physician noticed several shocks and fib detections. In addition, the shock impedance was >200 ohms. At explant, a lead insulation and conductor break was observed.